Event description:
It was reported that pump screen remained dark and would not turn on, and caller described extreme difficulty pressing button with multiple presses needed to light screen even when it did respond. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power, followed instructions to press button firmly while supporting pump, removed pump from case, and repeated steps, after which pump screen turned on but button remained very hard to press, and technical support arranged pump replacement even though pump was no longer under warranty, while customer used multiple daily injections.